Manufacturer narrative:
The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
Ivtm therapy was initiated using the quattro catheter (lot # 209796). A few hours after starting, it was noted that the saline level in the saline bag was decreasing. Since there was no saline leakage from the start-up kit (suk) circuit, damage to the catheter balloon was suspected, and the catheter was removed. No patient injuries were reported.